Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, ": epidural placed, immediately noticed leaking tubing at connector hub. Md notified, replaced tubing. Tubing not saved by staff." An incomplete date of event of (B)(6) 2018 was provided. The customer later indicated that of the three events which occurred, two of the three event dates were known ((B)(6) 2018 and (B)(6) 2018), however it was not known which set lot number was used on each date. There was no patient harm from any event. This is a file for one of the events.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, ": epidural placed, immediately noticed leaking tubing at connector hub. Md notified, replaced tubing. Tubing not saved by staff." An incomplete date of event of (B)(6) 2018 was provided. The customer later indicated that of the three events which occurred, two of the three event dates were known ((B)(6) 2018), however it was not known which set lot number was used on each date. There was no patient harm from any event. This is a file for one of the events.